Event description:
It was reported that the handpiece had a broken 4-40 stud. The customer did not know exactly when in the unknown case it happened, but reported there was no patient consequence. The customer did not wish to return the device.